Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced high purge pressure and positioning issues during support. The impella was inserted via the right axillary artery, started on support level p-2 and slowly increased to p-6 with flows at 3.4lpm. The patient was transferred to the unit on support in stable condition awaiting heart and liver transplants. Approximately 19 days after start of support, purge pressure high/purge system blocked alarm triggered. Consequently, the purge fluid was changed to tissue plasminogen activator (tpa), the team was provided steps to disable the audio alarm and advised to closely monitor the motor current for upward trends. Following, two days later, the physician called for assistance with repositioning the impella due to aortic placement signal waveform occasionally ventricular with suction alarms at p-7 support level. The impella initially measured deep at approximately 7 cm and was pulled back just under 2 cm with echocardiogram guidance. The flow returned to p-7 with all waveforms and numbers within normal limits. There was no report or indication of adverse effects to the patient as a result the events, and the patient remains on impella 5.5 mcs.

Manufacturer narrative:
The impella device was not received from the customer as it appears the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure and the positioning issues has been completed. No product was returned for evaluation. Data logs were reviewed and lt log at time of ¿high purge pressure¿ alarms shows multiple instances of purge pressure increases over a period of multiple days with step ups in purge pressure and some being able to resolve to lower purge pressure values. Prior to start of purge pressure increases, a prolonged bag/cassette change of 2 minutes and 12 seconds with a drop in purge pressure at time of bag/cassette change. ¿high purge pressure¿ alarms are triggered with last rise in purge pressure over a period of approximately 6 hours. Purge pressure remains high for approximately 4 hours before slowly resolving. Clinical details noted that tpa was not used and no heparin was added to purge solution. The root cause of the high purge pressure was most likely a use related issue as a prolonged bag change caused multiple instances of purge pressure step ups prior to purge pressure alarms being triggered. Data logs were reviewed and lt logs of full case show suction alarms occurring towards end of case. ¿impella in ventricle¿ alarms also triggered while suction alarms are occurring. Pump flow is lower than expected for p-level. Clinical details noted that pump was experiencing suction alarms while at p-6 and echo showed that pump was interfering with the mitral apparatus. It was not noted if pump was properly fixated at time of alarms or if patient's condition was suboptimal at time of suction alarms. The root cause of the positioning issues cannot be definitively determined as limited clinical details were provided. Added d5-operator of device was blank should have been health care professional.